Event description:
A (B)(6) pt contacted zoll customer support to report that his mother was displaying check modem message. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check modem messages) was confirmed. Upon receipt the monitor was unable to detect a modem and the monitor's response buttons were not functioning. The cause for the failed modem communications and dysfunctional response buttons was isolated to a transient voltage attenuator tva3 on the auxiliary pca board. The tva3 component was found to be broken off of the board, which caused multiple components on the board to short. The root cause for the missing tva3 component could not be positively identified, but the component may have broken off of the board due to the impact of the monitor on a hard surface. No adverse event resulted from the defective tva3 transient voltage attenuator. The pt rec'd a replacement monitor.